Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump over delivered insulin. Customer reported of programming 7u of insulin and 10u was delivered. Customer¿s blood glucose was 165 mg/dl. Troubleshooting was performed and customer stated that the reservoir was showing less insulin than what was shown on the status screen. Insulin pump will return for failure analysis. Customer inquired on the retainer ring recall and customer advised that the retainer ring was fine.